Event description:
Pt received small intestine burn during vaginal hysterectomy. After discharge, pt returned complaining of pain. Exploratory surgery to identify issue. Doctor noticed burn during procedure. Believed that bowel was adhered to ovary. Device discarded and not available for analysis.